Event description:
While performing an investigation on the customer's returned freestyle navigator transmitter, a crack was observed on the lower housing, battery door latches. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported to boston scientific that a cre wireguided dilatation balloon was used during an anastomotic stricture dilatation procedure in an unknown anatomical location performed (B)(6), 2010 on a male patient over the age of 18. According to the complainant, the balloon inflated without a problem to 19mm, 4atms of pressure, the second of three labeled sizes. When the balloon was inflated to 6atms of pressure required for dilatation to the third size of 20mm, the balloon ruptured. The procedure was not completed as a result of this event as no other device was available. There were no patient complications reported as a result of this event. Additional information received reported no fragments of the balloon detached inside the patient. The patient's condition following the event was reported to be fine and it has been confirmed the patient is fine in their current state despite the procedure not being complete.

Manufacturer narrative:
The returned transmitter ((B) (4)) was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter passed leak testing. Remedial action 2954323-04/14/2009-002-c was reported to the (B) (4) district office on 14 apr 2009.

Manufacturer narrative:
This is an initial report. The customer's transmitter has been sent for further investigation. A follow-up report will be filed once the investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.